Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The events of burning and peeling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that "within a month" after injection in the lips with juvederm ultra plus xc, the patient experienced "burning and peeling" at the injection site. No treatment has been prescribed by a healthcare professional, but the patient has been applying antibiotic ointment on the area and taking benadryl. Symptoms are ongoing.